Event description:
Information received from the field notes that the device was found to be in back-up mode. A software download was successfully performed, but two days later, the device reverted to back-up operation. Three download attempts were made with the device reverting to back-up mode each time. Therefore, the device was replaced. The patient recovered after the event.